Event description:
It was reported that during a vectra 1 procedure, the threaded tip of the instrument broke off while removing the vectra screw to reposition it. The surgeon was able to retrieve the broken piece from the screw. The broken piece was discarded. The surgeon used another instrument to complete the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).